Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument to perform failure analysis. The mega suturecut needle driver instrument was analyzed, and the complaint was not replicated nor confirmed by failure analysis. Upon visual and microscopic inspection, no damage was found to the wrist assembly. No cable damage or misalignment of grips was observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and performed grip function successfully with a needle. The needle did not turn during in-house testing. No product issue was identified. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the needle guide had no grip which made it impossible to bond. A new instrument was used to complete the procedure. There was no harm to the patient and no fragment fell.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the mega needle driver instrument needle kept turning in the jaw of the needle guide. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.